Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. On (B)(6) 2025 at 4:30pm, the cgm was 400 mg/dl and when the patient did a finger stick it was 575 mg/dl. The patient's spouse gave the patient 10 units of humalog insulin. The patient felt sick, was nauseous and was throwing up. The spouse brought the patient to the hospital adn at the hospital, the cgm and insulin pump were removed. The patient was treated with saline, sodium chloride and blood tests were done. The doctor checked the patient's bg every two hours. The most recent finger stick was 165 mgd/l. At the time of the report on (B)(6) 2025, the patient was still in the hospital being monitored. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.